Event description:
A male patient contacted lifecor customer support to report that the battery pack blew in the charger and neither seem to be working. Support sent the patient a replacement battery charger and battery pack.

Manufacturer narrative:
Device manufacture date: battery pack - 09/2007. Battery charger - 03/2008. Device evaluation summary: device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective c22 capacitor. The root cause of the defective c22 cannot be positively identified but was likely random component failure. The battery charger was scrapped. The battery pack had a damaged connector. The connector was melted. The root cause of the damaged connector was probably from heat caused by the defective c22. The battery pack was scrapped. No adverse event resulted from the damaged charger. The patient received a replacement battery charger and battery pack.